Event description:
It was reported "after insertion, the pump repeatedly and frequently alarmed helium leakage during the ward care, which could not be solved after adjustment. After replacing the balloon, the pump ran normally". No patient injury or consequences reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "after insertion, the pump repeatedly and frequently alarmed helium leakage during the ward care, , which could not be solved after adjustment. After replacing the balloon, the pump ran normally". No patient injury or consquence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the teflon sheath was noted on the iabc bladder membrane; blood was noted in the sidearm. The visible portion of the bladder was unwrapped. The one-way valve was tethered to the short driveline tubing. The peel away sheath was noted on the iabc. Bends to the iabc central lumen were noted at approximately 5.5cm, 29cm and 72.5cm from the distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The peel away sheath was noted on the iabc outer lumen; however, the teflon sheath was noted on the re-turned iabc bladder, which indicates the user did not prep the iabc per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: under "sheathed insertion" section: "remove peel-away hemostasis device as follows: -grasp wings of device leaving distal end of catheter pointing away. -while pressing down along center of device with your thumbs, pull up on wings of device with your index fingers. - repeat this motion in other direction until hub is split in two. -peel the two halves of hemostasis device apart to remove. -advance iab into sheath while controlling proximal end of guide-wire." Furthermore, the iabc bladder was noted withdrawn through the teflon sheath which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the returned iabc. While maintaining the vacuum, the teflon sheath was moved towards the iabc bifurcate with some force. Upon removal of the teflon sheath, the distal end of the iabc bladder was noted stretched. The bladder likely be-came stretched due to the removal technique or handling. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immediately noted and located around the proximal end of the bifurcate bushing. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "the pump repeatedly and frequently alarmed helium leakage" is confirmed. During the investigation, an external leak was confirmed from the intra-aortic balloon catheter (iabc) bifurcate bushing. The external leak could cause a helium loss alarm. Unrelated to the reported complaint, the peel away sheath was noted on the iabc and the returned iabc bladder was found withdrawn through the teflon sheath. This indicates the user did not follow the instructions for use (IFU). As a result, an inservice has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release; how-ever, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate bushing. The probable root cause of the complaint is manufacturing related. A corrective and preventive action (CAPA) has been initiated to further investigate the issue.

Manufacturer narrative:
(B)(4). The reported complaint that "after insertion, the pump repeatedly and frequently alarmed helium leakage" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaints will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "after insertion, the pump repeatedly and frequently alarmed helium leakage during the ward care, which could not be solved after adjustment. After replacing the balloon, the pump ran normally". No patient injury or consquence reported. The patient's current condition is reported as "fine".